Manufacturer narrative:
The following fields were updated due to additional information: d.6. Relevant tests/laboratory data, including dates: employee received medical care by employee health.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had a needle stick injury-post use and safety shield failure issue. The safety shield event occurred 2 times. The needle stick injury event occurred 1 time. The following information was provided by the initial reporter. The customer stated "the safety is breaking off. Phlebotomy staff have reported that on multiple occasions the safety device of the needle breaks off. There was a needlestick injury on (B)(6) 2020. Staff have been instructed to lay the eclipse needles flat in their carts and stuff them into a cup. She already has the wall chart of the one use holder and how to insert the eclipse needle and close the pink safety shield."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0260547, medical device expiration date: 2025-09-30, device manufacture date: 2020-09-16, medical device lot #: 0133708, medical device expiration date: 2025-04-30, device manufacture date: 2020-05-12, medical device lot #: 9094741, medical device expiration date: 2024-04-30, device manufacture date: 2019-05-26. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had a needle stick injury-post use and safety shield failure issue. The safety shield event occurred 2 times. The needle stick injury event occurred 1 time. The following information was provided by the initial reporter. The customer stated "the safety is breaking off. Phlebotomy staff have reported that on multiple occasions the safety device of the needle breaks off. There was a needlestick injury on (B)(6) 2020. Staff have been instructed to lay the eclipse needles flat in their carts and stuff them into a cup. She already has the wall chart of the one use holder and how to insert the eclipse needle and close the pink safety shield."

Manufacturer narrative:
H6: investigation summary: bd received 6 samples from the customer for investigation. All samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle had a needle stick injury-post use and safety shield failure issue. The safety shield event occurred 2 times. The needle stick injury event occurred 1 time. The following information was provided by the initial reporter. The customer stated "the safety is breaking off. Phlebotomy staff have reported that on multiple occasions the safety device of the needle breaks off. There was a needlestick injury on (B)(6) 2020. Staff have been instructed to lay the eclipse needles flat in their carts and stuff them into a cup. She already has the wall chart of the one use holder and how to insert the eclipse needle and close the pink safety shield."